Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on electronic board was inspected and properly connected. However, unit received with cracked keypad overlay at select button, scratched case, scratched display window, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call broken retainer ring and keypad anomaly on the insulin pump. Customer¿s blood glucose level was 97 mg/dl. Customer advised the retainer ring was broken and the reservoir was unable to remain locked. Customer advise the buttons were unresponsive when pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.